Event description:
4/3/97 at 2100 pt found between siderails and mattress with locked safety belt intact. Pt was momentarily unresponsive with stable vital signs and blood sugar. Physician notified. On 4/4/97 at 0358 pt found with lower extremities between side rails (lower) and chest between upper side rails and mattess and a gasping respiratory pattern with rate of 5, ahen color; code called and pt bagged, intubated, transferred to ICU. Pt maintained pulse with sinus rhythm entire time. In ICU, found to have possible aspiration pneumonia and mechanically ventilated. Possible aspiration - underwent modified barium swallow 3/31 - aspirated on pudding, dophoff tube placed 3/31; pt pulled out 4/1; replaced 4/1.